Event description:
It was reported that during a da vinci-assisted surgical procedure, a repeated recoverable fault 23118 occurred on universal surgical manipulator (usm) 4. The system was restarted; however, usm 4 was stuck. The customer disabled usm 4 which allowed the user to complete the procedure with the remaining arms. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer to further investigate the reported complaint. The fse confirmed the reported problem and replaced universal surgical manipulator (usm) 4 to resolve the issue. The system was tested and verified as ready for use. Isi received the usm associated with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. The unit was tested on an in-house system, and it triggered a 23118 error. The unit also was tested on a patient side cart (psc) fixture test platform and failed the chipencoder virtual absolute (cva) test. A test cva printed circuit assembly (pca) was installed, and the test passed.